Event description:
"Ischemia and patches observed on the sole of the right foot where the arterial line was inserted. There was no swelling. The insertion of the line was complex with several attempts made. Tracing well. No pain noted on touch. Arterial line removed. Limb elevated pulse monitored, color and perfusion." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the cathter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
"Ischemia and patches observed on the sole of the right foot where the arterial line was inserted. There was no swelling. The insertion of the line was complex with several attempts made. Tracing well. No pain noted on touch. Arterial line removed. Limb elevated pulse monitored, color and perfusion." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the cathter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
"Ischemia and patches observed on the sole of the right foot where the arterial line was inserted. There was no swelling. The insertion of the line was complex with several attempts made. Tracing well. No pain noted on touch. Arterial line removed. Limb elevated pulse monitored, color and perfusion." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the catheter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.